Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had to be taken back into surgery due to a hematoma to remove the hematoma and their paddle lead on (B)(6) 2019. The patient was then transferred to another hospital.

Event description:
It was reported that the patient's condition is improving and they are out of the hospital.